Event description:
It was reported that the patient presented to the hospital due to experiencing syncope. Upon examination of the electrograms (egms), there were episodes of noise oversensing on the right ventricular (rv) lead. There were also episodes of loss of rv capture, small r-waves, low pacing lead impedance, low high voltage lead impedance, and episodes of crosstalk indicative of rv lead failure. Additional lead testing or lead revision was recommended. There was no further adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).